Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a red, bumpy irritation with some broken skin. The patient's nurse used a steriod cream on the irritation. The patient also reported he was going to use a lotion. Follow-up indicated that the irritation would get better for a few days and then get worse again.